Event description:
This report was received from (B)(4) and is a spontaneous report by a baxter field coordinator of peritonitis in a patient coincident with 1.5% dianeal pd-2 ambuflex and 2.5% dianeal pd-2 ultrabag therapy for peritoneal dialysis. Action taken with 1.5% dianeal pd-2 ambuflex and 2.5% dianeal pd-2 ultrabag therapy was not reported. During a call with the baxter customer service, the following information was provided. On (B)(6) 2012, the patient experienced peritonitis. The event outcome was reported as resolving. No further information was available. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.